Event description:
The customer observed false nonreactive architect syphilis results for one 54-year-old male patient diagnosed with syncope. The following data was provided: sid (B)(6): architect syphilis was 0.44 s/co (nonreactive), domestic platform positive, tppa weakly positive. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06, that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.